Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leaking of tubing and clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review for material# 11532269 and lot# 24015257 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that IV tubing leaking + refilling chamber despite being clamped.